Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad missing. The teflon pad is torn off at the distal end of the instrument. There was material missing as a result. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue is associated with a corrective and preventive action (CAPA) for the harmonic ace instrument. The corrective action includes an update to the IFU to clarify existing cautions and warnings regarding teflon pad damage. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the connection between the harmonic ace instrument and the gn11 host machine failed. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. On (B)(6) 2025, following additional information was received from initial follow-up with site's clinical sales representative: the teflon pad from harmonic ace instrument did not fall into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The surgeon believed that quality problem of instrument caused damage to teflon pad. The instrument was used only for several minutes prior to the issue. The instrument (harmonic ace) did not collide with other instruments or hard material during the surgical procedure.